Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v973754, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was turned off for transesophageal echocardiography (tee) the morning of the report and when it was turned back an error message was seen, the display showed a ¿call your doctor¿ icon and a power on reset (por) condition. It was noted that stimulation was not able to be adjusted. Additional information has been requested but was not available as of the date of this report.